Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was superficial gluteus cellulitis. The outcome was resolved without sequelae. Interventions included repositioning the implantable neurostimulator (ins). Interventions included explanting and replacing the extension. The event resulted in in-patient hospitalization. The event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or function. The event resulted in an emergency room visit. Diagnostic methods included imaging. The results were not available. The etiology was noted as not related to the device or therapy and not related to the implant procedure. The etiology was noted as infection secondary to medication intramuscular application on the same side from implantable neurostimulator (ins) implant. The intramuscular medication was administered on right gluteus, the same place where the ins was located, after the patient had a fever, warm sensation on gluteus skin, blush and pain. The patient went to the emergency room and the physician reported necrosis and cellulitis.